Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. The alarm was not resolved. The customer treated blood glucose readings with a manual injection. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Unable to verify insulin flow blocked alarm due to critical pump error.